Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with a miniarc sling to treat stress urinary incontinence. The pt reported experiencing physical and mental pain, suffering, disfigurement, impairment, as well as severe and permanent injuries.